Event description:
Peg tube placed in pt. It was noted at time of insertion that the tube had turned inside out, but remained functional. Md felt at time of removal that the device needed to be inspected.